Event description:
It was reported that a fenestrated bipolar forceps instrument had a broken conductor wire. It is unknown at this time when the issue was identified. Isi followed up with the initial reporter and obtained the following additional information: the instrument damage was found when the instrument was outside of the patient. There was no injury to the patient. There was no fragment that fell into the patient. The customer was unable to provide further information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire show damage which may indicate potential mishandling/misuse. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the proximal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.